Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate and static. Customer reported using ademlog insulin, using the infusion set off label and not removing the air from cartridge. Tandem technical support informed the customer that using the infusion set off label and not removing the air from cartridge are off label per the tandem user guide. Customer changed pump supplies to address issue. Customer¿s blood glucose level was 143 - 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery